Event description:
It was reported (2) hp052 were used during an unknown procedure. It was reported by the rep the handpieces give a solid tone and locked out. Used the test tip and the devices failed. The old handpiece was used to complete the case. There was no consequence to pt.